Event description:
Additional information was received from a healthcare provider (hcp) requesting assistance putting the ins into MRI mode. The hcp stated that they spoke with the rep this morning who directed them to patient services to assist them with MRI mode. The caller attempted to interrogate the patient¿s ins with the patient programmer with the antenna, but they continued to receive the ¿poor communication¿ screen even when moving the antenna around the ins site. The caller attempted to interrogate the ins with the recharger but that showed ¿reposition antenna¿ screen. The patient indicated that the ins hadn¿t been working for about 3 to 4 months although they reported that they charged it all night last night. Technical services had the caller access the recharger stats which showed the date of 01-01-01 with a timestamp of 00:00:00. Technical services reviewed the possibility of the ins being overdischarged that because the external devices would not communicate they were.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted who was implanted with a spinal cord stimulator. It was reported that the device was not working. No symptoms reported. No further complications were reported/anticipated at this time.